Event description:
A report was received that the patient was having difficulty charging and would undergo a pocket revision.

Manufacturer narrative:
Additional information indicates that the patient underwent a pocket revision procedure. The physician moved the pocket to a more comfortable location. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was having difficulty charging and would undergo a pocket revision.